Event description:
The customer reported via phone call that the pump keeps giving her a low battery alert. Customer stated that she has a blank screen on the pump. Customer inserted a new battery and received a battery out limit alarm. Customer stated that the screen would not come up. Customer only had the battery in the pump for 2 days. Troubleshooting was performed and the customer did not receive a failed battery test. Customer's current blood glucose was 421 mg/dl. Customer treated with the pump after changing the battery again. Customer has not received multiple battery out limit alarms when the batteries are out of the pump for less than 1 minute. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.